Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side, device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening and dark ring. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: more than three sharp openings patterns along device in the shell with nicks in the side posterior assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: more than three sharp openings patterns along device in the shell with nicks in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported rupture on left side, device has been explanted.